Event description:
It was reported that customer was not able to upload to carelink nor carelink pro at the hospital. During troubleshooting, alarm history showed an "unexpected restart" alarm. Cose for uploading would be sent to customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a47 alarms in the alarm history due to corrupted history files. Unable to upload properly to carelink due to a47 alarms. The insulin pump passed a21 alarm test. No a21 alarms noted. No cosmetic damage noted.